Event description:
It was reported that an ilet touchscreen became unresponsive, remaining stuck on the home screen with a white overlay despite power cycling attempts, wake-button holds, cleaning, charging, and guided troubleshooting, which prevented user interaction; the user noted a discrepancy between the ilet-displayed cgm value and the mobile app and reverted to backup therapy. Symptoms included no clinical effects. Outcomes included interruption of device use and temporary use of backup therapy. Investigation included guided troubleshooting and device replacement logistics. Investigation of the returned device revealed a nonresponsive capacitive touchscreen that did not recover after sensor recalibration attempts, consistent with a touchscreen/display module malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance